Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states the patient reported difficulty in inserting the infusion set on (B)(6) 2014. The patient also reported bleeding at the insertion site and had lipohypertrophy. No further information available.